Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 2 segments. External insulation abrasion exposing the outer coil was noted at 40.1 - 40.5 cm consistent with lead friction to the can. External insulation abrasion was noted at 40.1 - 40.2 cm from the distal pin consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis.